Event description:
The reporter contacted animas on (B)(6) 2013 alleging on (B)(6) 2013, the patient experienced elevated blood glucose >600 mg/dl. The patient was reportedly transported to the hospital by emergency medical services and admitted to the intensive care unit for treatment of hyperglycemia with large ketones, nausea and vomiting. The patient was discontinued from insulin pump therapy by hospital staff on admission to the hospital and treated with insulin drip. The reporter stated, the patient had been sick the prior day on (B)(6) 2013 and was unable to keep any food or fluids down. The reporter stated that to their knowledge, the patient¿s bg level was normal the day of illness. Pt was resumed on (B)(6) /2013 and the patient¿s bg at the time of the call was reportedly 203 mg/dl. There was no allegation of a pump malfunction. Troubleshooting did not reveal any pump malfunction or site/set/cartridge issues. This complaint is being reported because the patient received medical treatment for hyperglycemia while on insulin pump therapy. Animas customer support determined the hyperglycemia was related to disease management; the result of fluid loss from nausea and vomiting the day prior to hospital admission without proper glycemic control plan utilized by the patient in a state of illness.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: review of the black box data revealed the last bolus and the last basal delivery were on (B)(6) 2013. The delivered bolus and basal amounts added up correctly to equal the total daily dose amount. There were no alarms related to the complaint observed in alarm history; only typical usage observed. The pump was exercised for 24 hours and was found to be delivering within the required specifications. No delivery malfunction was found during testing. A force sensor evaluation revealed the force sensor was out of calibration. The pump was opened for investigation and revealed contamination on the force sensor assembly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.